Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to pain in his groin area. It was believed that the pain was associated around where one of the connectors was located. When an incision was made it appeared the device had redundant tubing. The tubing was cut shorter and buried in the groin/abdominal area. There were additional patient complications and the patient is doing well.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported mechanical issue and pain are known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the ams 800 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The reported mechanical issue and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.